Event description:
It was reported that the betadine sponge was incorrectly positioned inside the minicap. This was noticed in three minicaps prior to performing peritoneal dialysis therapy. There was no patient involvement. No additional information is available. This is report 3 of 3 involved with this event.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon visual inspection of the device, it was verified that the sponge was completely separated from the minicap. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).